Manufacturer narrative:
The certas valve (ID 828802) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 6. The valve was visually inspected; a needle hole was noted in the needle chamber. The valve was hydrated. The valve passed the test for programming, occlusion, reflux and pressure. The valve was leak tested, the leak tested passed: only leaked from the needle hole in the needle chamber. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve. At the time of investigation, no function issues were noted.

Event description:
N/a.

Event description:
A physician reported a certas valve (ID 828802) was implanted via ventriculoperitoneal shunt two years ago with unknown setting. On (B)(6) 2023, the patient was not feeling well and went to the hospital. Upon checking the valve, an obstruction was confirmed. Therefore, a revision surgery to explant and replace the valve was performed on (B)(6) 2023 and confirmed flow of cerebrospinal fluid after the procedure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.